Manufacturer narrative:
A review of the device history record in sap for sn: (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn: (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer reported issue was confirmed. Infusion products global customer support operations.

Event description:
Broken/damaged, door latch assy- latch damage, flange gripper- damaged/cracked, case rear- damaged/cracked, case front- damaged/cracked, carriage assy- tube drive bent, carriage assy- split nut damaged/worn, handle- damaged/cracked, (B)(6) 2019 09:02:49 rfc_repairs (rfc_repairs) po for (B)(6).